Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that ever since they got the new device, the ins battery would not recharge. When trying to charge ins, the wireless recharger got extremely hot and on their surgery site it was painful. The pt would try to charge the ins for 3 hours but the pt would not get anything. Last night pt tried to recharge ins and after 3 hours it charged to 70% and it was really hot. Pt charged ins with clothing over the ins and on their skin. They only got good connection, they would get excellent for a second then it goes to good. After a while they get just charging. Pts manufacturer representative (rep) said they might come see the since the pt had an appointment set. When implanted they had no pain until they took off the band aid and then it started getting painful, then the pt realized it took forever to charge and it got hot. Pt said their ins battery was always painful. The ins incision was not red and pt did not have a fever. It did look like it was pushing out and the ins looked like it was pushing out a little bit now and the patient thought it was because their body fat was pushing their ins battery out more. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.